Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer cleared the alarms without changing any pump supplies. Additionally, it was reported the customer observed an air bubble within the cartridge tubing. The customer performed the load fill tubing sequence, while disconnected from the pump, and successfully removed the air bubbles. Blood glucose level was 200mg/dl.